Event description:
Customer reports that healthcare professional mentioned that carelink showed missing information and data. Customer was advised that healthcare professional would have to call in order to troubleshoot as customer was not able to log into carelink. During troubleshooting, alarm history showed low reservoir and excessive no delivery alarms. Insulin pump passed self test. Customer's blood glucose was 165 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.